Event description:
It was reported the patient was in a detention center and their pump had run dry. The reporter stated they were supposed to take the patient to (B)(6) hospital. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50591, implanted: (B)(6) 1998, product type: catheter. (B)(4).